Event description:
The devices was used during a laparoscopic cholecystectomy. Reportedly, the balloon broke and disengaged into the pt's cavity. The surgeon was able to retrieve the pieces and complete the procedure without any pt injury.